Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2026. The patient experienced a rash without pain, redness, or drainage starting on (B)(6) 2026. Barostim therapy was titrated from 1.0 to 3.0ma on (B)(6) 2026. The patient presented to urgent care on (B)(6) 2026, was diagnoses with dermatitis and prescribed prednisone and claritin. The patient presented to the emergency department on (B)(6) 2026 with chest wall redness and pain, and was admitted. Wound cultures grew methicillin-susceptible staphylococcus aureus (mssa), and the patient was diagnosed with cellulitis at the right chest and neck incisions. Antibiotics were prescribed, and the patient was discharged on (B)(6) 2026. Cultures on (B)(6) 2026 showed no growth. A follow-up occurred on (B)(6) 2026, and it was noted the cellulitis had resolved, and the patient experienced a mild, prickly heat sensation, raspy voice, throat pain and swelling, and intermittent lightheadedness. On (B)(6) 2026, it was noted the heat sensation had resolved, and barostim therapy was decreased to 1.0ma. A follow-up appointment occurred on (B)(6) 2026, it was noted that the throat issues and intermittent lightheadedness had not resolved, and barostim therapy was increased to 3.0ma. A follow-up visit was planned for four weeks. A referral was made to an ent for an ultrasound of the throat and speech therapy was recommended, but the patient preferred to wait a month.